Event description:
Because of the medtronic infuse implanted during my spinal surgery, I have suffered from serious pain, nerve injuries, mental anguish. I'm constantly worried about needing another surgery.